Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation or any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient reportedly did not wear a mask when disconnecting from pd treatment, a known risk factor for peritonitis infection. Therefore, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique, as reported by the patient¿s nurse

Event description:
The patient contact reported that a peritoneal dialysis (pd) patient developed a peritoneal infection. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported the patient was having cloudy pd effluent. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained on (B)(6) 2020. The culture had an elevated white blood cell (wbc) count; result not provided. The patient is being treated with vancomycin per algorithm, intra-peritoneal (ip). The patient has not required hospitalization and is recovering. The pdrn stated the patient did not have fluid leaks or any issues with fresenius device, product or drug that caused or contributed to the event. It was reported the patient did not wear a mask when disconnecting and the peritonitis was related to this breach in aseptic technique. The patient continues pd with the same cycler without any issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.